Manufacturer narrative:
The available information is consistent with a malfunction of the processor pca at the time of the reported event. The cause was contamination on the pca. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Event description:
It was reported that the defibrillator failed an operational check with a ¿leads ECG test: fail/ECG cable¿ error. There was no reported patient involvement.